Manufacturer narrative:
Findings: the insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump was broken around reservoir. The customer¿s blood glucose level was unknown. The customer also reported that the top of the reservoir opening in casing of the insulin pump was chipped and had crack. The insulin pump will be returned for analysis.